Manufacturer narrative:
H11: the initial complaint was submitted with 13-dec-2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 16-dec-2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking groshong is confirmed; however, the exact cause is unknown. One video of a groshong PICC was returned for evaluation. Visual observation of the video shows an inserted groshong PICC. A section of the catheter is seen from the insertion site to the distal connector piece under a clear bandage. The distal tip of the distal connector piece is seen to have liquid bubbling out onto the edge of the bandage when liquid is flushed through. A syringe cannot be observed in the video and no other damage can be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the observed leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that fluid leakage at the connection between the catheter tip and compression sleeve. Catheter trimmed, reconnected compression sleeve and continued infusion. No further details available or provided.